Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter without any attached components was returned for evaluation. The balloon and balloon windings were visually inspected for indication of damage or abnormality and there was no damage found. The balloon did not inflate due to an occlusion. A lab stylet wire became stuck at 2.1 cm from the catheter tip when it was inserted from the gate valve. A cut down was performed and clear material was found in the balloon inflation lumen. No visible damage to the catheter body was observed. The thru-lumen was found to be patent and did not leak. The material was sent to chemistry for testing. Balloon testing was performed using the returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of balloon issue was confirmed. A supplemental report will be sent with the chemistry investigation results. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown if contrast medium was used to perform the balloon test before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the clinician was unable to deflate the balloon of the fogarty thru-lumen embolectomy catheter before use. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The unknown material was sent to chemistry for energy dispersive spectroscopy (eds) testing. Results from eds indicated the presence of the following elements in balloon inflation lumen: iodine, chloride, and sodium. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is possible that contrast medium was used to perform the balloon test before use as the elements found in the eds results are indicative of that fact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.